Event description:
I have been struggling with my health significantly ever since I got my breast implants in (B)(6) 2015. Before then I was healthy and had none of the ongoing symptoms that I have now. I am struggling daily with a massive list of debilitating symptoms. I cannot work because of the migraines, fatigue, memory loss/brain fog, dizziness and low stamina. I feel I have been mislead to believe these devices were safe, and am filled with regret because I have lost so much time while being sick. I would love to be able to work and run around with my children again. Symptoms started to develop 4 months after I had my breast augmentation surgery. These are the symptoms that I have developed over the past 3.5 years after getting implants. The symptoms started mild and have been increasing and worsening over the years. I am now 3.5 years post implant surgery and unable to work and struggle with everyday tasks. I am perusing an explant surgery this year. Brain fog memory loss, started getting migraines frequently, muscle pain and inflammations, inexplicable poor gum health, sudden dry skin ( always have oily before), decreased appetite, low libido, unusual weight gain, sudden allergic skin reactions, skin rashes, extreme fatigue, breathlessness, muscle weakness, low stamina, dizziness, heart palpitations, persistent acne, and skin infections reoccurring, mastitis ( 6 infections in 1 year, hospitalized for 1 severe one), tummy discomfort/digestive issues, chronic migraines 2-3 per week with sensory aura (numbness and tingling in legs), insomnia, sudden severe sensitivity to eating gluten (developed over 3 weeks, I now cannot eat gluten without getting unwell), severe dizziness, causing loss of balance and falling, aching joints-legs, hands, feet, fibromyalgia, foot and hand swelling, moderate severe fatigue, severe brain fog and memory loss (cannot work because of this), extreme low stamina and body weakness, more unexplained weight gain, low appetite, bloating, moderate to severe digestive discomfort/tummy cramping, moderate mucousy stools, chronic and frequent migraines- 2 to 3 per week with sensory aura (numbness and tingling of legs), ongoing sore/swollen groin and neck glands, sudden depression and anxiety. Again, I had absolutely none of these symptoms prior to implants and was a very healthy person. My implants are 390cc macro-textured silicone round under the muscle. The brand is nagor impleo which has now been banned in multiple countries. My doctor has performed all relevant tests to try and determine and alternate diagnosis but has come to the conclusion that my implants are to blame because all my tests are normal. FDA safety report ID # (B)(4).